Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the tandem-provided charging supplies and usb port melted. Reportedly, the pump was charging during the event. The customer's blood glucose was not impacted. Customer did not have alternate insulin therapy available and contacted the healthcare provider to obtain alternate insulin therapy.